Event description:
It was reported to baxter south africa that the reservoir of a basal/bolus infusor had ruptured during filling. It is unknown what the device was being filled with. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the sample was not sent in to baxter for evaluation; however, pictures were sent in by the customer for a visual examination. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under (B) (4) CAPA-(B) (4). (B) (4)